Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05842. It was reported a retroperitoneal bleed occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted without issue. Post procedure, when closing the access site, the patient developed hypotension and her hemoglobin dropped from 9 to 6.7 due to a retroperitoneal bleed. Medication was given for the patient's blood pressure and two units of packed red blood cells were administered. The patient was stable.